Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected event type code. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that at implant, the physician was unable to fully insert the stylet into the lead. Approximately 4 cm of the stylet was protruding out the end of the lead. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.